Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous thrombin injection procedure using a 6f sheath. Reportedly, the first prostyle device was used without any issue except hemostasis was not obtained and so the suture was cut below the skin line and removed from the anatomy. Closure was over the wire, therefore, vessel access was maintained. A second prostyle was attempted to be used; however, no suture was present when the plunger was removed, a cuff miss occurred. The prostyle device was removed over wire and a non-abbott device was used for successful closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, poor tissue capture. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.